Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported system error 341 which was not reproduced during evaluation. System error 341 were verified through a review of the event history log. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed error code 341 during medication delivery in the oncology department. It was reported that there was no patient injury or medical intervention associated with this event. No additional information is available.